Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experienced an elevated blood glucose level. Customer consumed fluids to address the elevated blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.